Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. When introducing the 4.00 x 32 mm liberte stent delivery system (sds) into the pt, it was noted that the stent moved on the balloon and was located at the front of the distal marker band. (B)(4). Add'l info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).